Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08995. It was reported that the patient presented to the emergency room with pain at their pacemaker site after their device had migrated from heavy lifting. Interrogation also showed lead noise during this episode which was not reproducible. The physician revised the pocket on (B)(6) 2020, no changes were made to the lead. The patient was stable throughout.